Event description:
It was reported by the customer that the sheath leaked around the swan. There are no further details. There were no reported pt complications. Additional info received on 12/9/09 states "there is no further info that the customer wishes to share with us. They know how to use it and they stick to it."

Manufacturer narrative:
(B) (4). F/u report will be filed if additional info becomes available.